Event description:
Patient undergoing esophagogastroduodenoscopy with peg (percutaneous endoscopic gastrostomy) tube insertion. The endoscope was passed into the stomach. The area was prepped and draped in a sterile fashion. Lidocaine was injected. Bubbles were seen in the syringe simultaneously as the needle entered the gastric lumen. The trocar needle introducer was then inserted. The needle was removed. A guide wire was advanced through the trocar and retrieved using a snare. The guide wire snare and endoscope were removed together; however, the snare broke and was found to be in the posterior pharynx. The endoscope was then reinserted into the posterior pharynx where the guide wire was retrieved using forceps and was withdrawn. A 20 french bard peg tube was then advanced down the guide wire using the push technique.